Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between an unspecified quantity of homechoice cassettes and the transfer set that resulted in a leak. The event was described as "where you screw to the transfer set not threading right and when attached would cause pressure and leak." This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.